Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue was verified and the altitude alarm could not be verified.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was not charging. Multiple power sources were used. An altitude alarm had occurred earlier in the day. Customer declined to provide further information regarding the altitude alarm. Customer's blood glucose was 250 mg/dl. Manual injections were used for insulin therapy.